Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the recirculation line is completely flattened. The customer used a 1/4 y connector to bypass the flattened line. There were two occurrences of this event. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no pt harm.

Manufacturer narrative:
Terumo did not receive the actual device. The root cause of the event is due to incorrect layering of the pack, causing the recirculation line to flatten. The pack has been revised to review layering during the next build. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).